Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a 5 fr. Avanti plus std w/gw catheter sheath introducer (csi) was used for a carotid artery angiography procedure. During withdrawal of the sheath from the patient, it was noted to have separated in the patient. The fractured scabbard was left in the patient¿s body, but it did not move to the low limbs through the vessel because the vessel was tortuous. The fractured scabbard was removed from patient body finally through an open surgery operation. After the fractured scabbard was removed from patient body, the surgeon pulled it, and found it can be pulled as more than double to the original length. A photo of a similar product is attached to the complaint file for analysis purposes. The product will be returned for inspection. After the fractured scabbard was removed from patient body, the surgeon pulled it, and found it can be pulled as more than double to the original length. Additional information received indicated that the procedure was not completed successfully prior to the reported product issue. There was no any reported insertion difficulty for the complaint product. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the IFU. There was no reported withdrawal difficulty of the complaint product. Excessive force was not used in order to try and remove the product from the patient. The patient did not bleed a lot during the carotid angiography procedure. The patient recovered from the surgery and was successfully discharged from the hospital. No additional information is available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5 fr. Avanti plus std w/gw catheter sheath introducer (csi) was used for a carotid artery angiography procedure. During withdrawal of the sheath from the patient, it was noted to have separated in the patient. The fractured scabbard was left in the patient¿s body, but it did not move to the lower limbs through the vessel because the vessel was tortuous. The fractured scabbard was removed from patient body finally through an open surgery operation. After the fractured scabbard was removed from the patient body, the surgeon pulled it, and found it can be pulled as more than double to the original length. A photo of a similar product is attached to the complaint file for analysis purposes. Additional information received indicated that the procedure was not completed successfully prior to the reported product issue. There was no reported insertion difficulty for the complaint product. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the IFU. There was no reported withdrawal difficulty of the complaint product. Excessive force was not used in order to try and remove the product from the patient. The patient did not bleed a lot during the carotid angiography procedure. The patient recovered from the surgery and was successfully discharged from the hospital. No additional information is available. A non-sterile avanti + 5f std w/gw cannula sheath, a vessel dilator, a mini guide wire and a straightener were received for analysis inside a plastic bag. Per visual analysis, the mentioned csi cannula sheath was received separated from the hub. At a glance, the separated edges on the received broken cannula look as if tremendous force was applied until a break/separation occurred on cannula sheath. Also, kinks were found on the cannula sheath at 4.5 cm, and at 5.0 cm from the distal end. No more anomalies were found. The received cannula sheath od and ID were measured near to the kinks and separated/elongated areas and results were found within specification. Sem analysis was not performed to the received separated csi cannula sheath unit due to the separated cannula body and external edge surfaces showed clear evidence of elongations at separation under the vision system. Elongations characteristics present evidence of an application of a tension force that induced the cannula body separation. A review of the manufacturing documentation associated with lot 17544618 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿catheter sheath introducer (csi) - separated - in patient¿ was confirmed due to the kinked and separated condition in which the product was received. The exact cause of the kinks as well as the separated condition found on the csi cannula could not be conclusively determined during the analysis. Procedural/handling factors, such as stretching or pulling, appear to have impacted the event experienced by the customer. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the product analysis nor the device history record review suggests that the event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.